Event description:
The customer observed a false reactive architect hbsag qualitative and architect hbsag qualitative confirmatory. The following results were provided: on (B)(6) 2024, sid (B)(6), initial hbsag= reactive; repeated in duplicate= reactive; neutralizing confirmatory testing= reactive. The patient sample was sent out to a reference lab on (B)(6) 2024, hbsag came back non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of a retained reagent kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 61284fz00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 61284fz00 and issue. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 61284fz00 and complaint issue. In-house specificity testing was completed with retained complaint lot number 61284fz00. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the hbsag qualitative confirmatory lot 61284fz00 was identified.

Event description:
The customer observed a false reactive architect hbsag qualitative and architect hbsag qualitative confirmatory. The following results were provided: (B)(6) 2024, sid (B)(6), initial hbsag= reactive; repeated in duplicate= reactive; neutralizing confirmatory testing= reactive. The patient sample was sent out to a reference lab on (B)(6) 2024, hbsag came back non-reactive. There was no impact to patient management reported.